Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr opened the unit and resettled cables, the unresponsive touchscreen persist while the led alarm bar was then flashing blue light. No root cause has been determined yet since investigation is still ongoing.

Event description:
The customer reported that the bellavista 1000 unit has unresponsive touchscreen and the led alarm bar were flashing red light. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical determined root cause as due to u63 (dc/dc converter) on main electronics defect. All voltages are working properly after removing u63 from the unit mainboard.